Event description:
Patient reported raynaud¿s phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress). Healthcare professional then reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon; rupture.